Event description:
During a clinical trial sponsored by bwi, a serious injury occurred post procedure with a smart touch bidirectional catheter. The patient¿s medical history is unknown. It was reported that the patient displayed asystole. The event was stated to be not life threatening nor did it result in any permanent impairment. The patient did not require hospitalization nor intervention. The outcome of the event resolved without sequelae. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history report (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).